Manufacturer narrative:
Patient weight not available from the site. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was damaged. It was reported that the clamp has been over-loosened and the end of the screw broke off. The instrument damage was noticed when the tray was opened during equipment set-up. Surgery was completed using the navigation system and the long spine clamp was used. There was no surgical delay and no known patient impact.